Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that she received a call from one of her technicians in regards to some screws that are stripped on the rails of the bed. A follow up called determined that the screws had not been stripped but that a bolt had broken in the middle of the rail.